Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Review of x-ray was inconclusive in determining whether there were any discontinuities in the ncp system as the angle did not allow for proper assessment of the lead through the generator connector block. Revision surgery was performed (date unk) as the physician believed that the lead pins may have become unattached from the generator. The lead was reportedly re-attached to the generator during the revision surgery. It is suspected that the set screws were not tightened appropriately during the initial implant procedure. The patient has been seen by the surgeon for follow-up and everything appears to be working properly. The patient is scheduled for another follow-up with the surgeon in 2003. The patient reportedly uses the magnet when a seizure starts and it seems to help shorten it.